Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been retained and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during an endoscopy procedure.   According to the complainant, during the procedure, the endostat failed to cauterize using multiple power settings.   There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.